Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the model of the catheter was an ascenda catheter and the model of the pump was a synchromed ii.

Manufacturer narrative:
H3: 8780 catheter: visual inspection identified there was damage to the transition tubing. Analysis identified a break in the catheter body. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient complained of loss of therapy. An MRI showed that the catheter was torn apart into two parts. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. Explant of ripped catheter part and replacement of pump catheter part was performed. Intrathecal part of the catheter remained in the patient and was connected to a new pump catheter part. The issue was resolved at time of report. The patient's gender, weight, age, and medical history were asked, but would not be made available. The patient's status at time of report was alive no injury. It was further reported that the pump connector and another cut at the catheter was done while explanting the catheter. The hcp was interested to know, why the catheter was damaged at the more proximal part of the catheter. No further information was reported.